Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused mesenteric perforation, tilting and fracture of the inferior vena cava (ivc) filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt, perforation could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, mesenteric perforation, tilting and fracture of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages.

Manufacturer narrative:
Section b5: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused mesenteric perforation, tilting and fracture of the inferior vena cava (ivc) filter. The patient reported becoming aware of filter fracture, tilting of the filter and perforation of filter strut(s) outside the ivc approximately six years post implant. The patient also reports continuing to experience mental anxiety. According to the medical records the indication for the filter placement was extensive clots extending from the right common iliac vein into the ivc and a contraindication to anticoagulation due to recent sigmoidectomy with placement of a right-sided diverting colostomy. The patient had a history of invasive colon cancer into the urinary bladder. The filter was placed via the right neck during a dual procedure to also place a port-a-cath. A vena cavagram performed prior to the filter placement demonstrated large clot extending from the right common iliac vein into the ivc. The upper aspect of the clot was located approximately 3cm below the renal veins. The filter was deployed below the level of the renal veins using precise and careful measuring techniques. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt, perforation and mesenteric perforation could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of invasive colonic cancer with invasion into the urinary bladder. The patient's status was post sigmoidectomy with placement of a right-sided diverting colostomy and post cystectomy with right-sided ileostomy. A computed tomography (CT) scan done the day before the index procedure revealed clots extending from the right common iliac vein into the inferior vena cava. The dual index procedure included placement of the inferior vena cava (ivc) filter and placement of a right-sided port-a-cath. Punctures were made on the patient's right lower neck. One puncture was slightly higher than usual for placement of the port and the second puncture was slightly lower than usual for placement of the inferior vena cava filter. Ultrasound and x-ray guidance were utilized. The images revealed the large clot extending from the right common iliac vein into the inferior vena cava. The upper aspect of the clot was located approximately 3 mm below the renal veins. The filter was deployed below the level of the renal veins. The lower aspect of the filter was likely pushing against the upper aspects of the clot. The upper aspects of the filter was at the level of the renal veins. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, tilting of the filter and perforation of filter strut(s) outside the ivc. The patient became aware of the reported events six years after the index procedure. The patient continues to experience metal anxiety.